Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked tank cover, a damaged power switch and pcb (printed circuit board). The customer stated problem was duplicated (no power). The connection between the power switch and pcb was damaged. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. The cause of the reported problem was traced to the design of the device. The failure resulted from a known design discrepancy causing the power switch connector to break from to the main board over times of usage. A manufacturing DHR (device history review) was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the main board appears to be defective. Fuses are ok however it will not power on. There was no adverse event associated with failure of device and it was not on a patient.